Event description:
It was observed during the device evaluation that the colonovideoscope exhibited scope communication error (216), along with intermittent and noisy images, and foreign material in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication error (216), along with intermittent and noisy images was traced to electronic component failure. Additionally, the most probable cause for the malfunction foreign material in the auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.